Event description:
Galil medical received an sae notification from the database used in the (B)(4) study after the patient went in for their 1-month follow-up for the study. The patient had a right lung ablation on (B)(6) 2014 and a left lung ablation on (B)(6) 2014. The patient did well and was discharged on (B)(6) 2014. On (B)(6), the patient was having back pain and was advised to got to the emergency room. The patient went to their local hospital and was hospitalized overnight for observation and was given analgesics and anti-inflammatory drugs. The pain resolved in about 2 weeks. At the study 1-month follow-up, the patient was pain free and back to baseline. The physician noted that this event had reasonable possibility to be related to the study device or procedure.

Manufacturer narrative:
The patient had a follow-up visit at (B)(6) on (B)(6) 2014 and was pain fee and back to baseline. Pain is a known inherent risk in a cryoablation procedure and is documented in the product labeling. No additional action is necessary.